Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was low. The customer¿s blood glucose level was unknown at the time of the incident. The patient¿s current blood glucose was 54mg/dl. The patient had treated it with food. Based on customer report customer does not allege pump was over delivering. The customer was advised to monitor the pump. The insulin pump will not be returned for analysis.